Event description:
It was reported that pump experienced malfunction with code 15, and caller stated that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.